Event description:
It was reported that the user experienced nocturnal hyperglycemia after a diet change with increased carbohydrate intake, reaching a blood glucose of 329; the ilet with an inset infusion set and fsl3+ brought glucose back into range using correction algorithms, and no device-specific problem or component malfunction was identified due to insufficient information. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information to attribute the event to a device problem or a specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.